Event description:
It was reported that patient presented to emergency room after experiencing inappropriate shocks and dyspnea. Upon interrogation, it was found that patient's right ventricular lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of oversensing noise and inappropriate shock were confirmed. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination found shorting between the superior vena cava and ring electrode conductors. Visual inspection of the lead found internal insulation abrasion under the superior vena cava shock coil, breaching the ring electrode cables lumen and ring electrode ethylene tetrafluoroethylene cable coating was also abraded. The cause of the reported events was due to the internal insulation abrasion.